Manufacturer narrative:
It was reported that the ventilator had an issue with o2 concentration. Moreover, the ventilator failed internal leakage test and flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer. According to service report the unit delivered o2 concentration was higher than the limit set and moreover, internal leakage and flow transducer tests failed during pre use check. Further investigation revealed a defective nozzle unit on the o2 gas module is defective. Issue resolved by replacing the defective part and ventilator was handed over to customer in working condition. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with o2 concentration. Moreover, the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient harm. Manufacturer's ref. #: (B)(4).